Event description:
It was reported that the customer was hospitalized on (B)(6) 2015. She was hospitalized for a high blood glucose level of 600 mg/dl the first time and 500 mg/dl the second time. The customer had a diabetic ketoacidosis during first hospitalization. She was administered IV fluids and insulin. The customer was not wearing her insulin pump at the time of the emergency room visits. She was off her insulin pump 24 hours prior to the first emergency room visit. The customer was off her insulin pump because the buttons were sticking and the numbers were scrolling on their own. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.